Event description:
A surgeon reported two patients with unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received which indicated that, at one day to one month postoperative visits, the patient continued to have blurry vision. At approximately 4 months following the initial surgery, the patient underwent prk (photorefractive keratectomy) and was given prisms to further correct her vision. It was noted that the patient was "very happy" with the prism which has been helpful with driving and that she no longer experiences diplopia at distance. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional information was requested on 05/04/2011 and 05/25/2011 by phone, fax, and mail. Medical records were received on 05/11/2011. A completed questionnaire has not been received. (B)(4).